Manufacturer narrative:
Device analysis:product analysis confirmed the reported pump malfunction. Fluid loss that was not due to a secondary failure was not found during product analysis, however the identified pump functional failures would present as fluid loss to the patient and are considered the probable cause of the reported fluid loss allegation. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to component failures during the product analysis. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence:

Event description:
It was reported that the patient experienced cylinder fluid loss and pump malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder and pump pre-connect was explanted and a new ipp cylinder and pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced cylinder fluid loss and pump malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder and pump pre-connect was explanted and a new ipp cylinder and pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.